Event description:
A facility representative reported that following cataract surgery with an intraocular lens (iol) implant procedure, patient had hypotony and decrease in best-corrected visual acuity (bcva). Patient had to be referred to retina. The lens was exchanged with unspecified light adjustable intraocular lens (lal) 7 months and 28 days after the initial implant procedure. Additional information received stating that company stent was explanted on (B)(6) 2024. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).